Manufacturer narrative:
A beckman coulter field service engineer evaluated instrument. Fse replaced sodium (na) and na reference electrode, chloride body, and cleaned flow cell to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. No code available for chloride body.

Event description:
The customer reported receiving erroneous low patient results for sodium and chloride on the unicel dxc 800 pro synchron system. There was no change in patient treatment in association with this event.